Event description:
Ous MDR - after an implant duration of about 28 months oversensing was noted. No inappropriate shocks were reported. No adverse patient side effects have been reported. The lead was explanted.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual and an electrical analysis. The inspection revealed multiple signs of abrasion. In the region of the tricuspid valve, the insulation was found rubbed through. This insulation damage can be considered as the root cause for the observed oversensing issues mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Further damages occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.